Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. As rec'd, the charger/modem was found to have defective components. The flash memory chips (components u102 and u105) were corrupt and needed to be replaced. The root cause of the defective flash memory cannot be positively identified. No adverse events resulted from the defective charger/modem.

Event description:
A review of service data detected a reportable event. During servicing, charger/modem sn (B)(4) was unable to power on. The last pt to use this charger/modem did not report any deficiencies.